Event description:
It was reported the unit restarts while operating, the lcd blanks out while operating. The representative said it seems like it has failure on longer cases. The failure was corrected; the unit was rebooted and the case continued. The account just got tired of resetting the unit during surgery.

Manufacturer narrative:
(B)(4). The pulsar generator was received in poor condition with scratches on the upper and lower cases. There was a major gouge on the cart below the front side vents. The unit delivered rf energy correctly into the fixed resistors. The output idled close to it's lower allowable limit. It may have been affected by the temperature and other external stimuli and caused an f8 fault. The bulk 24 condor power supply was adjusted to move the voltage away from it's lower allowable limit. The unit was repaired and applicable software and hardware upgrades were performed. It passed final testing and was recertified for use.